Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: ht pilot 150, balance heavyweight. Guide catheter: launcher 6f al2. Other: guidezilla 6f, corsair microcatheter. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mid circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed with 1.25 x 15 mm and 1.0 x 15 mm non-abbott balloons. Rotablation/atherectomy was then performed successfully. Two additional pre-dilatations were performed with non-abbott balloons. A 3.0 x 20 mm nc trek was then inflated at 16 atmospheres (atm) for 10 seconds, but the balloon ruptured. A 2.75 x 23 mm xience alpine stent was successfully implanted in the lesion at 18 atm. Angiographic results showed no stenosis and normal timi 3 flow in the artery. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.